Event description:
It was reported that inappropriate antitachycardia pacing therapy was delivered due to noise oversensing. The patient was using electrical equipment that was not handled properly and was the cause of the noise. No adverse consequences were detected. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.